Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and adjust belt messages) has confirmed that the black pulse wire in the trunk cable was broken. The root cause for broken cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and experiencing adjust belt messages.